Event description:
It was reported the patient experienced severe pain at the ipg pocket site. The patient noted the pain was located in the ipg pocket and was traveling down to the left buttock area. No further information is available at this time.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.